Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 5.0x180mm, 75% stenosed, concentric and progressive target lesion was located in the mildly tortuous and mildly calcified iliac artery. Upon the first inflation to 12 atm for 10 seconds the 5.0x100mm 135mm sterling balloon ruptured. The balloon was removed intact. The procedure was completed with 3 non-bsc stents implanted in the iliac. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).